Event description:
On (B)(6) 2021, a right heart catheterization was performed due to the dampening. The sensor was not recalibrated. Accurate readings were observed under the manufacturer's patient care network database. Additionally, when doing an angiogram, the sensor was encapsulated in the vessel, and the physician believed the vessel where the sensor is placed is thrombosed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.